Event description:
Upon removal of pulse oximeter from left foot to place onto left hand, a small reddened area was noted to lateral/plantar surface of foot. Upon further inspection, noted that right foot also had similar reddened areas to both the medial & lateral plantar surface of foot. Notified neonatologist and had her evaluate. Discussed with charge nurse. After discussion w/md, planned to change out pulse oximeter fastener to soft foam, from sticky brown/bandage type fastener that was previously present. Upon taking the pulse oximeter off of the left hand (where it was briefly placed before changing it out completely, an indentation was noted on the left palmar surface of the hand, consistent w/a protrusion noted in the plastic in the center of the pulse oximeter probe. Upon closer inspection of old pulse ox probe it was noted that the center of the pulse ox probe had molded into a small firm line, which created a protrusion that seemed to mimic the sizing of the wounds on the feet. At that time, decided to get a brand new pulse oximeter w/soft foam fastener.